Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device's selector switch failed. There was no patient involvement.

Event description:
It was reported that the selector switch failed. Further information was provided that there was no failure and the customer was requesting proactive part replacement. There was reportedly no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.